Event description:
The customer reported an axsym bhcg result of 2,247 miu/ml on a patient at 16 weeks gestation. The patient sample retested at 18,730 miu/ml and a corrected report was issued. No impact to patient management was reported.